Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days post implant of the implantable cardioverter defibrillator (ICD), the patient developed a hematoma at the incision site. A sandbag and pressure dressing were applied. Subsequently the pocket was cleaned to evacuate the hematoma. It was further reported that approximately one month later the patient was seen in the clinic and it was noted that there was a small area on the lateral incision which had not completely healed from implant. Superficial implant cellulitis was diagnosed. The physician indicated it could be a manifestation of poor or slow wound healing. The patient was placed on antibiotics. The device and envelope are still in use. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced for unrelated reasons.